Manufacturer narrative:
The device was sent to teleflex, which is the distributor for the product. Teleflex completed the evaluation of the returned device. The device was purchased from (B)(6) on (B)(6) 2018. Referenced from attached teleflex customer complaint letter: a visual examination was performed and found melted metal on the tips of the returned samples. The area of the melted metal is blackened and mottled which is consistent with electrical arcing, which can only occur when the anode and cathode make direct contact outside of the patient. The complaint is confirmed based on the investigation performed. The root cause for the issue reported could not be determined; however, this does not appear to be a manufacturing related issue. There have been a total of (B)(4) unit sold since 2016 with no additional complaints recorded for similar occurrences. With the information received from the teleflex review and the complaint data, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges a need for any corrective actions are additional patient involvement a follow-up report will be submitted. The delay in the FDA receiving this complaint was due to a change in "esignature" certificates. [(B)(4)].

Event description:
The doctor was using a weck disposable extended blade electrode. Upon inspection by the surgical tech, a portion of the bovie tip was not intact. The bovie tip was replaced and used without further incident. Both the broken bovie and the replacement bovie were retained for inspection. No harm came to the patient.